Manufacturer narrative:
(B)(4). Additional lot number: 100329. Additional mfg date: 03/29/2010. The rt219 bi-level/CPAP inspiratory heated adult breathing circuits are en route to fisher and paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint devices and have completed our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that a quantity of two rt219 bi-level/CPAP inspiratory heated adult breathing circuits have bent pins. This was noticed prior to pt use. No pt consequence was reported.